Event description:
Customer reported having a staph infection at the sensor insertion site. Customer reported that he went to convenient care to receive treatment for the infection. Customer stated that the site does show signs of infection. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.